Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the lead and stylet is in process; the results will be forwarded when available.

Event description:
It was reported the lead had a poor signal at first positioning. It was difficult to re-insert the stylet for repositioning. At second attempt to reposition the lead, it was not possible to extend the helix. Lead was removed and replaced. No patient complications have been reported as a result of this event.